Event description:
It was reported that the patient had an uncomfortable burning sensation in the implantable neurostimulator (ins) pocket. Pain had started on (B)(6) and had occurred twice and at the time of this report was happening a lot more. Pain was a burning sensation that stopped when the ins was switched off. The pain was intermittent and seemed to come on. It was noted that an impedance check of all electrodes discovered normal impedance levels of between 650 and 950 ohms. It was noted that the burning sensation occurred with different electrode configurations. It was further noted that the patient had talked of heat in the area of the ins and that she had not experienced it prior to the pain coming on. The patient had only had to recharge the device once since implant and the device was ¾ charged. There was no indication of infection. There was no patient injury and the patient status was recovered fully. The issue was device related and the device was used within the patient. Additional information received reported both group and internal impedance testing was completed and acceptable impedances resulted on all 8 electrodes, between 600 and 950. The lead was reprogrammed but still had the painful stimulation at the battery site even when different electrodes were used. It was noted that the painful stimuli had not started straight way so the patient was also left with a cycling program, 1minute on and 30 seconds off. No malfunctions were determined. Pain stopped when the ins was turned off and it seemed to be generating heat at the pocket. Patient had an appointment in two weeks from (B)(6) 2014 to assess. The patient was receiving therapy however the pain in the pocket was almost as bad as her chronic neuropathic pain so the patient was having to turn it off. The patient was in the process of removing her other medication. Implant was still in situ. Additional information received reported the programming had provided partial relief but the pain had continued. It was noted that the "felt like burning sensation¿ at the pocket was building while it was on. It was further noted that turning down levels had no impact until it hit zero. At zero or off the pain at the pocket would stop. The heat was associated with the painful burning sensation and was unresolved. It was noted that after meeting with the healthcare professional there had been discussion of replacing the device but no date had been confirmed. Therapy was still working but the patient had indicated that the burning pain at the pocket was about a 7/10 pain and her chronic pain was about 8/10. The patient was given stronger medication and was using stimulation intermittently. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37081-60, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3877-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).